Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported thr ra 320 distal tips of jaw were not closing clip completely. In turn, clips were falling off the vessel. Completed case with another ra320. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.57410/origin medsystems. Date sent: 10/7/98. D5,6; h4: info not available. H6: damaged feeding mechanism. Ligaclip right angle multiple clip applier: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a damaged feeding mechanism. No testing could be performed due to the condition of the returned instrument. No conclusion could be reached as to how this damage occurred.